Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ping meter was displaying an "er5" message. Per the onetouch ping owner's booklet, an error 5 message can be due to "insufficient sample applied or meter/strip issue". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2012 at 11:45am, she developed symptoms of "nausea and lightheadedness" and by the 12:25pm on the same day, she attempted to use the subject meter and discovered the alleged issue. The patient stated that she manages her diabetes with the insulin pump and took her usual dose of medication, humalog (unknown dosage) in response to the reported issue. Immediately after, the patient claimed to have self treated with food/drink in response to the symptoms. The cca noted that the alleged product issue remains unresolved with troubleshooting. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any treatment for an acute complication of diabetes after the product issue occurred. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.